Manufacturer narrative:
Summarized patient outcomes/complications of percutaneous closure of mitral paravalvular leak: long-term results in a single-center experience were reported in a research article in a subject population with multiple co-morbidities including prior cardiac surgery, heart failure, hemolytic anemia, prior coronary artery disease, arterial hypertension, diabetes mellitus, atrial fibrillation, pulmonary hypertension, chronic kidney disease, chronic obstructive pulmonary disease, and peripheral artery disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: percutaneous closure of mitral paravalvular leak: long-term results in a single-center experience.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: percutaneous closure of mitral paravalvular leak: long-term results in a single-center experience. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "percutaneous closure of mitral paravalvular leak: long-term results in a single-center experience", was reviewed. The article presented a retrospective, single center study to evaluate the medium and long-term results in the percutaneous closure of paravalvular leak in mitral prosthesis. Devices included in the study were amplatzer vascular plug iii, amplatzer vascular plug IV, unknown pda device, unknown vsd device, and unknown devices. The article concluded that percutaneous mitral pvl closure displayed high technical and procedural success rates, with an acceptable safety profile, in a high- risk population. Percutaneous mitral pvl closure achieved an improvement in short- and long-term functional class and a reduction of hemolysis in the vast majority of patients. In addition, long-term survival in the study was good, in particular for patients undergoing successful pvl closure procedures. [The primary and corresponding author was pablo luengo-mondéjar, department of cardiology, university hospital of salamanca, 37007 salamanca, spain, with corresponding email: pluengo.md@gmail.com]. The time frame of the study was from april 2010 to december 2020. A total of 96 patients were included across 128 procedures, of which 111 (91.02%) of devices used were abbott. The average age was 71 years old and the majority gender was female. Comorbidities included prior cardiac surgery, heart failure, hemolytic anemia, prior coronary artery disease, arterial hypertension, diabetes mellitus, atrial fibrillation, pulmonary hypertension, chronic kidney disease, chronic obstructive pulmonary disease, and peripheral artery disease.